Manufacturer narrative:
Product was filled with medication by third party source and shipped to hospital (user). Product was evaluated and MFR could only duplicate reported event following storage of product (filled with medication) outside labeled storage conditions. At this time MFR believes product was stored (frozen) after filling and prior to use, causing cracking and when device was activated product broke. Product labeling and instructions for use state range product must be stored and to inspect product for damage prior to use. It is the understanding of the MFR that the third party pharmacy ships product with cold packs (ice) and product may have been stored refrigerated at user.

Event description:
Syringe broke apart during activation. Injury to personnel using device required stitches.